Event description:
The manufacturer became aware upon receipt of the explanted device on (B)(6) 2010. Additional information has been requested but has not been made available as of the date of this report.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the indication for the procedure was a malignant stricture due to cancer of the stomach. It was approximately three to four centimeters, located between the pylorus and the duodenal cap. The anatomy was reported as moderately tortuous. When the physician withdrew the distal handle to deploy the stent, it was noted that the stainless steel shaft was bent. They tried unsuccessfully to reconstrain the stent, but then the distal handle broke. The partially deployed stent was removed from the patient. Outside of the patient, the physician repaired the bent part of the device. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Date of original im-plant was (B)(6) 2009, not (B)(6) 2007 as previously reported. Date of explant was (B)(6) 2010, not (B)(6) 2009 as previously reported. Date device returned to manufacture is august 11, 2010, not june 23, 2010 as previously reported. Per patient's surgeon, the patient was re-implanted with a new device (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high lead impedance (7/limit/high) was received after performing system diagnostics. The pt was positioned on the right side to see if the event was intermittent, but the same result was read. Additionally, turning the pt's head to the left side yielded output status =ok, impedance=unk, dcdc=0, eri=no. X-rays were taken and received by the MFR. Review of x-rays revealed the generator was able to be visualized. Its placement appeared normal in the upper left chest, the connector pins appeared to be fully inserted into the connector block, and the filter feedthroughs appeared intact. The lead body was also able to be visualized and no obvious discontinuities or sharp angles were noted, and the lead wires appeared to be intact at the connector pins. However, there was a portion of the lead placed behind the generator that could not be assessed. Additional info was received from the neurologist's office indicating the pt was recently seen and x-ray assessment from the MFR was reviewed. The neurologist programmed the pt on and diagnostics were ran which were indicative of high lead impedance. Pt's settings were lowered and it was noticed that the pt had voice alteration and could feel the stimulation with the increase in pulse width. The pt did not report any trauma that may have caused a lead fracture. The neurologist does not want to subject the pt to a lead revision at this point as he believes she is still receiving therapy and vns has been effective for her. Current interventions are to perform both system and normal mode diagnostics, and depending the outcome, reprogram the pt's settings at the next appt.